Event description:
On (B)(6) 2015, the patient¿s husband contacted lifescan (lfs) france alleging that her onetouch ultra meter was reading inaccurately high compared to feelings/ normal results. The complaint was classified based on the customer service representative (csr) documentation. The reporter for the patient stated that issue with the meter started in ¿(B)(6) 2015.¿ prior to testing on the subject device, the reporter claimed she had developed symptoms of ¿dizzy, nausea, she couldn¿t get up and difficulty walking¿. On an unspecified date and time the reporter stated that his wife obtained an alleged inaccurate high blood glucose result of ¿around 300/400mg/dl¿ on the subject compared to feelings/ normal results. This is not a valid comparison for lfs in determining an inaccuracy. The patient manages their diabetes with oral medication ¿novonorm¿, diet and exercise and reported taking exercise as a result of the alleged product issue. On ¿(B)(6) 11:40¿ he detailed that his wife had made a doctor¿s office visit and obtained a blood glucose result of ¿162mg/dl¿ and the doctor had increased her oral medications (novonorm) dosage. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure; the patient¿s test strips were stored correctly and had not expired. No control solution was available at the time of troubleshooting. Replacement products were sent to the patient. Although the reporter for the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter results did not affect treatment options prior to the onset of these symptoms.